Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the flow test. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
D4: primary UDI number. D9: date returned to mfg.: 5/21/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lcd lens. The complaint was verified by visual and functional inspection. The cause of the device issue was an out of specification expulsor. Replaced expulsor, valves, dual flag disk, optical sensor, lcd lens, dso seal, rear label, overlay label, keypad, side label. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.